Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, when it was noted that there was a thrombus present on the tip of the wds sheath. The physician aspirated the thrombus with a 60cc syringe until the thrombus was no longer visible. Additional heparin was given to the patient and the procedure was continued. The procedure was successfully completed with the closure device implanted in the laa of the patient. Post procedure a neurological exam was performed, and the patient had no complications or consequences.